Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer's report of an overinfusion was confirmed in the pcu event log. The pcu event log shows that a 5:33 pm on (B)(6) 2014, the user programmed a customer concentration infusion of fentanyl. The user entered 25mcg for the drug amount and 250ml for the diluent volume, making the concentration 0.1mcg/ml. The user then entered 25mcg/hr for the dose, which calculated the rate to be 250ml/hr. The primary infusion completed at 6:35 pm, and the device transitioned to kvo at the kvo rate of 5ml/hr. The user then added volume to the infusion until the device was channeled off at 7:26 pm. At 7:27 pm, the user again programmed a custom concentration infusion of fentanyl. This time the user entered 1000mcg for the drug amount and 250ml for the diluent volume, making the concentration 4mcg/ml. The user then entered 25mcg/hr for the dose, which make the rate 6.25ml/hr. At 9:13 pm the user changed the dose to 15mcg/hr, which made the rate 3.7ml/hr. The infusion remained at this rate until 11:50 pm when the device was channeled off. The volume recorded from the time the infusion was started at 5:33 pm to when the device was channeled off at 11:50 pm was 310.953ml. The root cause of the customer's report was a user programming error. The user programmed the concentration incorrectly as 25mcg/250ml.

Event description:
The customer reported an overinfusion of fentanyl 1000 mcg in a 250 ml bag of ns (concentration 4 mcg/ml). The infusion was started between 1600 and 1900. At 2100 the night nurse noticed that the fentanyl drip was nearly empty and was infusion at a rate of 250 ml/hr. The facility suspects that the nurse programmed the concentration incorrectly as 25 mcg/250 ml. The pt was previously intubated, on the ventilator, and receiving propofol. He experienced a decreased temperature and elevated heart rate and blood pressure throughout the night; no other issues were noted.